Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (dose 62.5 mcg/day), bupivacaine (dose 12.5mg/day) and dilaudid (dose 3751 mcg/day) via an implanted pump. The concentrations of the medications were not provided. The pump's indication for use (IFU) was listed as non-malignant pain. In (B)(6) 2015, the patient experienced right shoulder pain and the onset of the change in symptoms/therapy was sudden. There was no suspected problem with the device or therapy. It was further reported the pump was programmed to off state (B)(6) 2015 and the right shoulder pain was due to a tear. Compatibility guidelines were requested regarding a MRI. Additional information was received from a consumer. The magnetic resonance imaging (MRI) was not related to the therapy, and the reporter stated it was "for something totally different- it's for a shoulder, rotator cuff tear". The patient had back surgery on (B)(6) 2015, and the hcp had to remove the catheter, and they were going to put the pump in "sleep mode" but turned it off instead. Then they could not use the pump again in the future "since it became damaged when the doctor turned it completely off." The pump remained implanted but the catheter had been removed. There were no reported symptoms. The situation was being addressed by the hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information indicated that the pump was removed. Both the pump and catheter were returned to the manufacturer.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump stopped long time before returning, did cause post-explant anomaly.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via implantable systems performance registry (ispr) indicated the patient experienced a significant increase in pain. The programming date from the most recent refill prior to the event was (B)(6) 2015. The physician removed the distal catheter (B)(6) 2015 and stopped pump. The event was noted to be related to the device or therapy and not related to the implant procedure. The entire system was replaced on (B)(6) 2015 and returned. The event resulted in a prolongation of existing hospitalization. The outcome was resolved without sequelae on (B)(6) 2015. The pump logs examined on (B)(6) 2015 (last changed (B)(6) 2015) indicated the patient was receiving intrathecal hydromorphone 6,000 mcg/ml (dose 4,955.8 mcg/day), bupivacaine 20 mg/ml (dose 16.519 mg/day), and baclofen 100 mcg/ml (dose 82.60 mcg/day) in simple continuous. The pump status after update showed the last change on (B)(6) 2015 showed the concentration of hydromorphone was changed to 12,000 mcg/ml and a bridge bolus was performed with a 0% change in daily dose. It was further reported the patient went to another hospital for a complicated back surgery. During that surgery the surgeon decided to remove the distal portion of the catheter and stop the pump. The patient suffered significant increase in pain as a result and withdrawal was managed with intravenous (IV) opioids (treatment).

Event description:
Additional information was received from a consumer reporting the death of the patient on (B)(6) 2016. It was unknown if the death was thought to be related to the medical device or therapy. The patient suffered from a lot of comorbidities (the reporter stated too many to mention). The patient had extreme pain that was getting worse and worse that began on (B)(6) 2016. It was a gradual onset over a 3 year period and over the last month significantly worse and the week prior to going into the hospice. The patient had ¿very, very bad spine¿ spinal stenosis complicated by degenerative disc and arthritis of the spine. Otherwise the patient was in perfect health with no cancer, no diabetes, no cardiac or any other issues. The patient was in hospice care beginning on (B)(6) 2016 and died at home. An autopsy was completed. Non-pump drugs the patient was taking at the time of the event was 4 mg dilaudid oral (po) up to 5x a day for pain. The device was not explanted and will not be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.